Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the problem. Functional testing and safety check to factory specifications were performed. The unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit is not functional.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.